Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA # 764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that some products contained cuts and blood leaks out. Yes, the staff found cuts in some of these as well. I guess I don¿t understand why there wasn¿t a recall if it was determined that blood leaks out of the cuts in the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® push button blood collection set has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that some products contained cuts and blood leaks out. Yes, the staff found cuts in some of these as well. I guess I don¿t understand why there wasn¿t a recall if it was determined that blood leaks out of the cuts in the product.